Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: capsular contracture, baker grade unknown . Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation with unspecified mentor gel implants and experienced bilateral capsular contracture, baker grade unknown post-operatively. As a result, the patient would undergo explantation on (B)(6) 2006. This report is for the right side device.